Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker was implanted in (B)(6) 2019. Reportedly, during a follow-up performed in october 2021, the estimated residual longevity displayed 2 years and 10 months., leading to a logevity of 5 years and 5 months. The pacemaker is programmed with an atrial output of 2.0v/0.35ms and a ventricular output of 3.0v/0.5ms. Based on preliminary analysis, normal battery depletion occurred (according to hrs guidelines).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacemaker was implanted in (B)(6) 2019. Reportedly, during a follow-up performed in (B)(6) 2021, the estimated residual longevity displayed 2 years and 10 months, leading to a longevity of 5 years and 5 months. The pacemaker is programmed with an atrial output of 2.0v/0.35ms and a ventricular output of 3.0v/0.5ms. Based on preliminary analysis, normal battery depletion occurred (according to hrs guidelines).